Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hypoglycemic event with a measured blood glucose of 60 mg/dl for approximately 20 minutes and self-treated with oral carbohydrate (apple juice) with subsequent return to target range. Symptoms included lightheadedness, impaired thinking, dizziness, speech difficulty, gait difficulty, and fatigue. Outcomes included transient functional impairment that resolved after treatment, with no alerts or alarms reported and no medical intervention or hospitalization. Investigation included complaint handling and user interview. Investigation of this case revealed no device malfunction reported and no reproducible issue identified. It was concluded that the event was consistent with hypoglycemia of undetermined cause with successful self-treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.